Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. Event description: doctor was passing over a v-lock suture when the trocar snagged on the suture, causing the seal housing to break off from the rest of the trocar. All pieces were successfully removed from the patient. Additional information provided by applied medical account manager on 22-jan-2026 via email: lot #: 1562766, robotic inguinal hernia. I may have misspoken yesterday; it was the double duck bill seal that had been torn off the white seal housing. I spoke with my contact at the hospital today, and she showed me what had broken. All pieces of the seal were recovered. Additional information provided by applied medical account manager on 23-jan-2026 via email: they made no mention of any malfunctions with the latch tabs. Patient status: no patient injury.